Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 425 mg/dl. The customer was treated with the insulin pump. The customer was using the insulin pump system within 48 hours of high blood glucose. The auto mode was active. The insulin pump will not be returned for analysis.